Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had lost power and moisture was observed behind the display screen. No damages to the battery cap or battery compartment was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: one call service 054 alarm was observed in the black box history. Moisture was observed behind the display lens. The pump failed a leak test due to a leak near the display screen. The pump had no vibratory function and all of the keypad buttons were unresponsive. Moisture contamination was found under the button contacts. Moisture was found throughout the inside of the pump.